Manufacturer narrative:
Due to user error, balanced salt solution blew through the tubing and into the venturi muffler assembly and onto the pcb and the rest of the module.

Event description:
This handpiece has inconsistent phaco power and fluctuates from 5-20. It works well on high speeds. The physician was able to finish the procedure with this handpiece. There were no pt problems.